Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported by the pt that she had a (B)(6) infection, but this has not been confirmed by the surgeon as it was not diagnosed and has since resolved. MFR DHR searched confirming that the lead and pulse generator were sterilized prior to distribution. Good faith attempts to obtain additional info have been unsuccessful to date.